Event description:
Falsely depressed sodium (na) results were obtained on two patient samples. The results were reported to the physician. The samples were repeated on an alternate dimension system and higher results were obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results is sample integrity. The IFU for the dimension quiklyte integrated multisensor contains the following information: "follow the instructions with your specimen collection device for collection, tube handling, spin times, and g-force especially when using plastic blood collection tubes. Failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system." The operator failed to follow tube vendor instructions for centrifugation duration. The instrument is performing within specifications. No further evaluation of the device is required.